Event description:
During deployment of a hes-14 6-mm x 15-cm coil, the coil stretched and broke. Part of the coil remained in the parent artery. Two stents were used to hold the coil in place. The patient subsequently died due to the critical nature of the illness. However, the physician did not attribute the death to the issue with the broken coil or the embolization procedure.

Manufacturer narrative:
The device was not returned for evaluation. However, it was determined that the incorrect micro-catheter was used to deploy the coil. The type of micro-catheter to be used is specified in the product labeling. Using the incorrect micro-catheter can result in the coil stretching and breaking during deployment.